Manufacturer narrative:
On (B)(6) 2015. 11:58 am (B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during investigation clotting on inlet side of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. Maquet (B)(4) is aware of similar complaints showing a similar malfunction. Thereby a performance test was done. The oxygenator successfully passed the test. Based on the results obtained during the investigation of similar complaints and the information available at this time, non-device related factors may have contributed to the reported event. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
Investigation results out of (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during investigation clotting on inlet side of the oxygenator was detected. Ref.: #(B)(4).